Manufacturer narrative:
(B)(4). D10: us157854 , item name: m2a-magnum pf cup 54odx48id, lot # 334390 .139252, item name: m2a-magnum 42- 50mm tpr insrt-6, lot # 653650. 11-104113, item name: mlry-hd por fmrl 13x170mm, lot # 731310. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2024-00202. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 14 years post implantation due to pain and elevated metal ion levels. During the procedure noted hip abductor muscle with metal debris and tunneling to anterior capsule. The head and taper were exchanged without complication. The cup and stem remained implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: persistent pain, elevated metal ions, MRI negative for pseudotumor, negative esr/crp noted 30% deficiency in hip abductor muscle with evidence of metal disease within the deep tissue structures, tunneling anterior to femur through anterior capsule. No damage to trunnion, femur and acetabular well fix and stable remained implanted. Leg lengths equal and no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.